Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device at the resmed design house located in (B)(4). The reported system fault 197 alarm could be confirmed through review of the device log, however, the reported failure could not be reproduced during in-house testing. The investigation determined that the single occurrence of system fault 197 was most likely due to a software communication error. There was no fault found with the returned device. Resmed's risk anaylsis for this reported event concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device is currently being returned to the resmed technical service center located in (B)(6) for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed an error message (sf 197) indicating an outlet flow sensor error. There was no patient injury reported as a result of this incident.